Event description:
It was reported that the patient works at a veterinary office and was standing feet away from the animal during a procedure using cautery. The next day the patient called in sick and presented to the emergency room fearing that the cautery damaged the implantable pulse generator (ipg) device. The patient complained of chest pain, racing heartbeat, dizziness, and shortness of breath. A chest x-ray and troponin blood lab were performed. The lower rate was programmed from 50 to 60 on the device. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2002. (B)(4).